Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. Device analysis for the desktop charger revealed a broken connector.

Event description:
The patient reported that her stimulation was on yesterday and it was low and shut off. The patient went to charge the implantable neurostimulator (ins) and implantable neurostimulator recharger (insr) was low and the plugin / little adaptor on the insr was bent and could not charge the ins or insr. The insr was not charging. The connector pin seemed to be bent or loose. No patient harm reported. The indication for use included spinal pain and herniated disc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.